Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia and a seizure. The reported blood glucose reading was 419 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime test passed. However, during the high pressure test, insulin was found leaking from the reservoir. The customer's father stated that the reservoir used before the event has also leaked. The customer's mother called back to perform the high pressure test with a new reservoir and infusion set, and the insulin pump passed the test. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.